Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant the patient¿s right ventricular (rv) lead exhibited high thresholds. Approximately four weeks later the rv lead was repositioned with acceptable lead values. The rv lead remains in use. No patient complications have been reported as a result of this event.